Event description:
It was reported that the mitraclip procedure was performed on (B)(6) 2013, to treat mixed mitral regurgitation (mr) with grade 3-4. Leaflet assessment and insertion were performed per the instructions for use, and also in 3d echo imaging. There was no difficulty grasping the leaflets, and no evidence of leaflet prolapse or flail. Two clips were implanted ((B)(4)implanted medial, (B)(4) implanted lateral) and the mr was reduced to >1. A proper tissue bridge between both leaflets was confirmed. During a routine post-procedural check-up on (B)(6) 2013, it was observed that the medial clip was detached from the posterior leaflet, and the lateral clip was detached from the anterior leaflet. The mr grade was increased to 3. There was no noted leaflet damage. The patient was well, and discharged the same day. The patient will return in 4 weeks for the next check-up. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. The device was found to pass all in process and final inspections. Based on the information reviewed, there is no indication of a product deficiency. The additional mitraclip referenced is being filed under a separate medwatch report.

Manufacturer narrative:
(B)(4).